Event description:
Ous MDR - 5 days post implantation sensing values < 3mv were reported. The lead was explanted, but has not yet been returned to biotronik. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed deformations of the inner coil close to the df4 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. With regard to the sensing issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.